Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photo submitted for evaluation. The reported issue was confirmed upon inspection of the photo. Bd cannot confirm the cause of the failure to our manufacturing process since no sample was returned for evaluation. A device history record review was not performed since a lot number was not supplied. H3 other text : see h.10.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.00 in experienced tubing separation from the adaptor. The following information was provided by the initial reporter: diffusics tubing disconnected.

Manufacturer narrative:
The customer's address is unknown:  (B)(6) has been used as a default.  A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd nexiva¿ diffusics¿ closed IV catheter system 20 ga 1.00 in experienced tubing separation from the adaptor. The following information was provided by the initial reporter: diffusics tubing disconnected.